Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reverted to fallback mode with vvi pacing and one zone tachycardia therapy available. The patient was reported as feeling unwell after the mode change.